Event description:
Additional information received notes the pacemaker was reprogrammed. The patient was in stable condition.

Event description:
It was reported that the pacemaker was in back-up mode. No intervention was performed. The patient was in stable condition and will continue to be monitored.